Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was foreign material inside the sterile package.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: foreign body in a package. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be packaging or manufacturing issue. (B)(4).

Event description:
It was reported that there was foreign material inside the sterile package.